Manufacturer narrative:
Section a2: patient age corrected. Section e3: initial reporter occupation corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline communication fault which appeared to be consistent with potential driveline wire compromise. Review of the submitted image also confirmed superficial damage to the driveline. The controller event log file contained events from 18jun2024 through 19jun2024. The file captured a persistent driveline communication fault alarm starting on 18jun2024, which was associated with intermittent comm a faults. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) rev. C, and heartmate 3 patient handbook rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline could cause the pump to stop. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 7 of the IFU and section 5 of the patient handbook also provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: patient age corrected. Section e3: initial reporter occupation corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline communication fault which appeared to be consistent with potential driveline wire compromise. Review of the submitted image also confirmed superficial damage to the driveline. The controller event log file contained events from 18jun2024 through 19jun2024. The file captured a persistent driveline communication fault alarm starting on 18jun2024, which was associated with intermittent comm a faults. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU) rev. C, and heartmate 3 patient handbook rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline could cause the pump to stop. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 7 of the IFU and section 5 of the patient handbook also provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that additional submitted event log files from (B)(6) 2024 and (B)(6) 2024 continued to capture driveline communication faults throughout the event history.

Event description:
It was reported that the patient cut into the pump side of driveline while changing the dressing. There were no alarms associated with the event. Rescue tape was applied to the driveline cut. The event log files captured a driveline communication fault associated with a f19 com_a_fault at (B)(6) 2024 at 23:48. This indicated that one of 2 communication conductors within the driveline had been compromised.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.